Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2020, the patient experienced pain. The patient´s gii oval resurfacing pat 29mm found to not be intact per the surgeon, it didn¿t look like it was properly cemented. When it was taken off it didn¿t have any cement on the bottom of the button. This adverse event was treated by a revision surgery on (B)(6) 2023, in which the gii oval resurfacing pat 29mm and jrny ii bcs xlpe art isrt sz 3-4 lt 13mm were explanted. Jrny ii bcs xlpe art isrt sz 3-4 lt 13mm was exchanged to a constrained for better stability; also, it had no excessive wear. Patient's current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the reported finding of lack of cement on the bottom of the patellar button was a possible contributing factor to the event with possible micromotion giving rise to the reported pain and therefore, revision, although this cannot be definitively concluded as it is not reported if any issues were noted in the 3 years prior. It was communicated that the insert was exchanged for a constrained for better stability. The patient current status remains unknown and the impact beyond the reported pain and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the gii oval resurfacing patellar, a review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the journey ii bcs xlpe articular insert, a review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that care is to be taken to assure complete support of all parts of the device embedded in bone cement to prevent stress concentration which may lead to failure of the procedure. During curing of cement, care should be taken to prevent movement of the implant components. Additionally, temporary or permanent nerve damage can result in pain or numbness of the affected limb. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.